Event description:
It was reported that a 68-year-old caucasian female who underwent a breast augmentation primary with an unknown mentor contour profile moderate gel - lumera, silicone prosthesis experienced left-sided silent rupture post procedure. The rupture found during yearly mammogram. Rupture suspected seen on mammogram then seen on axillary (left). Silicone noted to have obliterated entire left axillary region with enlarged lymph node. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on february 1, 2024 indicated that the patient underwent bilateral replacements as follow: left catalog number 3504004bc left serial number (B)(6), right catalog number 3504004bc right serial number (B)(6). On january 18, 2024. Date of implantation was on (B)(6) 2000. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4). The initial report mistakenly stated in section b5 that the device was an unknown mentor contour profile moderate gel - lumera, silicone prosthesis. The device was not unknown. Correction: mentor contour profile moderate gel - lumera, 375cc silicone prosthesis.